Manufacturer narrative:
It was reported that a backup alarm failure had occurred. A field service technician (fst) went onsite and replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. The customer replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician verified the error code occurrence in the log. The pil technician was unable to confirm the occurrence of the error code or duplicate the error code at pil during the boot up of the cpu pcba or standard test bed (stb) operation using the cpu pcba. The pil technician allowed the visual and audible backup alarm to operate for a period of 2 minutes with the test ventilator in a no power/hardware power fail state. The pil technician confirmed that the visual and audible alarms operated without issue after. The pil technician then confirmed that the cpu pcba passed all engineering testing and all voltages required for the proper operation of the system were within specification. The pil technician also verified that the secondary speaker functioned as expected with 10 volt (v) direct current (dc). The pil technician confirmed that the alarm for approx. Was generated as expected after temporarily disconnecting the tube and port for approx. Of the standard test bed (stb). The pil technician confirmed no fault found.

Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a backup alarm failure had occurred. The investigation is ongoing.